Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. D4: model number: 6mm medium. Catalog number: cdm-625. Serial number: (B)(6). Lot number: h80003108. Expiration date: 31-may-2015. G3: (B)(6) 2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H4: (B)(6) 2010. H6: type of investigation: 3331. H10: limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information, it is not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. A review of the lot history for this device did not reveal any non-conformances to specification or deviations in procedure. The device was explanted and was intact upon removal. The device had bone/tissue materials encapsulating the disc with the sheath attached, but not fully retained. Microbiology or pathology laboratory testing results were not provided, which confirmation of reported osteolysis that could contribute to the cause of the incident cannot be determined. However, without additional clinical and surgical information, it is not possible to determine the sequelae of events that contributed to the removal of this device. This is two (2) of two (2) reports submitted on this event.

Manufacturer narrative:
The devices were received intact, however it was not possible to accurately read the serial numbers of the two devices. Without a serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was initially reported that a patient was scheduled to be revised due to potential osteolysis. New information was reported that the devices were explanted and returned. It was reported a two-level patient was revised. There was no device malfunction alleged.